Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the sample was received for evaluation. A visual inspection and functional testing were performed. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed and checked for flow per label copy. The sample primed normally and delivered 1ml per 10 drops. The setup was then run through an in-house sigma pump with a rate of 500ml/hr. For a period of 10 mins. With an in-house 20 gauge needle attached to the male luer to restrict flow and simulate use. No alarms were sound during the run period. The set primed and flowed normally when used in gravity and pump mode; no malfunctions were identified. The reported condition was not confirmed.

Event description:
It was reported that a clearlink continu-flo solution set was occluded. This occurred during patient infusion with ketamine using an infusion pump. The reporter stated that the infusion pump experienced an occlusion alarm. After the alarm had been cleared the device displayed that it had infused 1156ml; however, it had only infused 168ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.